Event description:
It was reported that the patient never had therapeutic effect since implant. It did not cover everything he had problems with. The patient stated he got shocked a lot if he bent his back, which had been happening since implant. The patient had to recharge the stimulator every other day, and when he moved the charger off the battery, it did not beep. The patient was not registered in the companies system; the patient stated he was implanted with the company¿s product in 2009 or 2010. Additional information was requested regarding the device information as well as outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).